Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states 4 pair of legrests customer says has the foot plate cracked t94hc s/n (B)(4). Credit should only be what it is on chair= (B)(6).